Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with damages on the corners of the housing and tape over the battery holder. Battery cap is corroded. The customer stated problem was duplicated, no pneumatic alarms for high pressure were audible. Replaced alarm reed. The cause of the reported problem could not be determined. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.

Manufacturer narrative:
Other, other text: additional information was received indicating that the device was not dropped. This issue was found during preventative maintenance without a patient present. Event date has been updated.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilator was not alarming despite a reading that 60 cm over pressure. The issue was discovered during preventative maintenance testing.